Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. The proximal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted the medial portion of the lead was returned in two pieces. The long medial piece was 38.5 cm long with only the proximal conductor in the outer insulation, the distal conductor was missing. The short medial piece was 8.5 cm long and was only the inner insulation was was contained in it. The outer insulation was cut in two areas of the long returned medial section extrinsic damage. The inner insulation was cut at two locations of the small segment of the medial section returned, extrinsic damage. The proximal conductor was cut at two locations on the longer medial section returned, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited a confirmed fracture and the lead tip broke off and completely separated from lead body. Due to potential inadequate lead slack, tension was placed on the lead when the patient stood, placing tension on lead body where it attached to lead tip and over time caused fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crtd implanted (B)(6)2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.